Manufacturer narrative:
H6: lens was returned in liquid within a vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4)

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later intraoperatively removed and replaced for a same size model, different sphere/axis lens and the problem was resolved. Reportedly, "better vision after lens exchanged. Patient has no further complaint." Cause of the event was a patient-related-factor.